Manufacturer narrative:
Due to a discrepancy with the customer reported allegation of the device the model of the base device is unknown. Additional information is not available at this time. Here, the product FDA code is given as bzd for uno litigation report. The exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974. H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a pri cellular modem device's sound abatement foam. The patient has alleged respiratory tract irritation and cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.